Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer was hospitalized due to high blood glucose of 600 mg/dl and diabetic ketoacidosis. Customer got no delivery alert on insulin pump during bolus. Insulin pump will not be returned for analysis.